Manufacturer narrative:
The reported issue that the lvp module had dimmed led segment, could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 23jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: annex g code.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
Cause traced to manufacturing. Device history record (DHR) reviews are not required for field action complaints.

Event description:
It was reported that the customer answered "yes" to the survey question"are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question"are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". There was no reported patient involvement.